Manufacturer narrative:
Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for motor cortex stimulation. The has helped very well for years. For the past two months, the patient suddenly gets an occasional contraction in the right leg at night which was unintentional. It was suspected that the ins occasionally unintentionally gives an electrical pulse on top of normal therapy. These are the stimulation parameters: battery 3.015, program a 100%, 98% utilization, 36558 hours stimulated, 65001 hours since implant, impedances all contacts appear intact, 8+9-, 2.0v (0-2.0v), 80¿s, 40 hz, 1859 ohm, 1.113 mamp, battery : 2.94v.

Event description:
Additional information was received from the manufacturer representative (rep). The ins serial number and implant date were provided. It was reported that an appointment would be made with the patient in the near future to come to the hospital and read the logs. The cause of the event was unknown. The doctor contacted the manufacturer to resolve the issue, but it was unknown if the issue resolved as the doctor did not hear from the patient again. The patient's gender was provided, and it was reported that the patient's date of birth/age and weight were unknown. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.